Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
A store sent an e-mail stating a consumer reported the tampons broke apart during use. The tampons were broken when she pushed them. No injury was reported.